Event description:
Patient had a st. Jude pacemaker before and they were getting 300 pvcs an hour. 300 that actually recorded. (B)(4)> this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).